Event description:
Caller alleged discrepant high inratio inr result in comparison to the alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 2.0 and 2.6. Poc inr: 1.1. All the test where performed within minutes of each other. Reportedly, using one finger stick for multiple test, using multiple drops of blood and finger touching. Therapeutic range was unk for the pts. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.